Event description:
Really bad eye infection after purchasing contact lenses without a prescription. Seller said his items are regulated by the ftc crazy lenses I had previously contacted the ftc and reported this gentleman sites and nobody has done anything about it cosplayeyez.com and he also sells on amazon at http://www.amazon.com/s?marketplaceid=atvpdkikx0der&me=ahjb255hwvw1h&merchant=ahjb255hwvw1h&redirect=true information on for (B)(6).